Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously low hemoglobin (hgb) and platelet (plt) results generated by the coulter act diff analyzer. Hgb: a patient sample was tested for hgb and a result of 2.5g/dl was obtained. The original sample was re-tested two more times and repeated results were: 3.9g/dl and 4.7g/dl. Plt: the initial plt result was 142x10^3cells/ul. The sample was re-tested and repeated results were: 89x10^3cells/ul and 112x10^3cells/ul. All 3 hgb and plt results were reported out of the lab and the doctor requested the patient be redrawn. Redrawn sample recovered higher and the hgb and plt results were considered correct. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
The sample was collected via finger stick. Qc was run before and after the event and recovered within range. The instrument is currently performing within qc specifications. A field service engineer (fse) was dispatched: the fse replaced rbc bath and adjusted rbc cal factor. The fse verified the instrument performance. Reproducibility and qc were within range and no instrument problems were found. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.